Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and discovered the hgb (hemoglobin) chamber (vc107) was leaking. The fse found deposits of dried cleaner around the outside edge of the hgb chamber and no evidence of blood. The fse replaced the hgb chamber to resolve the issue. Identified failure modes: attributed to hgb chamber (vc107) leak. No erroneous results were generated in connection with the reported event. Upon recur of the failure mode identified, erroneous hgb results due to incorrect blank / sample level in the hgb bath. Cbc (complete blood count) assembly fails to fill the hgb chamber (vc107) with diluent. Evaluation of product labeling: per dxh800 IFU, (B)(4), warning and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
While servicing a unicel dxh 800 coulter cellular analysis system. A beckman coulter field service engineer (fse) identified a leak in the system. There were dried deposits of cleaner on the outside edge of the hgb (hemoglobin) chamber where the top and body of the chamber join on the analyzer. The leak was confined to the top of the chamber. There was no biohazard exposure to mucous membranes or open wounds. The customer was unaware of the leak, which was discovered by the fse during inspection of the instrument. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.